Event description:
Caller advised had a cool sculpting procedure at a cosmetic spa and experienced negative side effects. The sculpting was done on her abdominal region on (B)(6) 2016. After the procedure, a noticable rash was seen on the same day. Subsequently, a feeling of discomfort and lethargy was experienced. On the third day, caller experienced decreased sensitivity in her legs, fingers and parts of her face. On (B)(6)2016, she had to go to the emergency room and was examined. Caller advised she is still experiencing these side effects and she did not have this negative effect four months ago when she first had this procedure done.